Event description:
It was reported that a user of the ilet experienced hyperglycemia after eating without announcing a meal, could not locate a glucometer, and subsequently performed a full supply change with assistance; the user reported historically high readings and no symptoms, and tubing and infusion set appeared normal on inspection. Symptoms included no reported clinical symptoms associated with the elevated glucose. Outcomes included resolution trend with glucose decreasing to 227 mg/dl after the supply change and follow-up. Investigation included customer technical troubleshooting, review of use conditions, and verification of infusion set and tubing status. Investigation of this case revealed no device malfunction detected during troubleshooting and a probable use-related factor of unannounced carbohydrate intake. It was concluded that the hyperglycemia was cause unclear with contributory user behavior and that the device functioned as intended based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.